Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient undergo a tissue closure of the abdominal wall on a robotic ventral hernia procedure, and when the patient was about to wake up after the procedure, it was reported that the thread broke and in physically disengaged into separate pieces at the middle of the stitch. To resolve the issue the surgeon had to put back the patient into sleep, and they had to open the patient to re-do the closing of the defect from the top in order to complete the case. The surgical time was extended more than 30 minutes, and patient had longer time under anesthesia.